Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16757. It was reported that an asymptomatic patient presented in clinic for routine follow up post implant procedure. It was noted that the right atrial lead exhibited loss of sensing. The patient was scheduled for lead revision. Upon interrogation, decrease in sensing measurements were noted on the right ventricular lead. Both the leads were explanted and replaced. The patient was in stable throughout.